Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwacth will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The placement was performed with cipro and lidocaine. The patient developed a sever reaction with hypotension 10 minutes after spaceoar hydrogel placement. The patient later developed itching and hives with signs of anaphylaxis. The patient passed out and had low blood pressure. Paramedics were called and the patient was transferred to the emergency room. The patient was administered steroids and antihistamines. The patient had hives for a few more days and was administered steroids again, which "settled the hives down". The patient condition was reported to be stable and the patient is on antihistamines.